Event description:
A medical centre in (B)(6) reported that the hood of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare (fph) from the medical centre. Our investigation is based on our knowledge of the product and the event information provided by the medical centre. Results: the medical centre could not provide any information on how the crack formed, but stated that the crack was on the unit for a long time. Conclusion: iw910jeu infant warmer is a mobile unit that can be transported to and from different wards. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by +/- 130 deg from centre position. As the unit is more than 10 years old, it is also possible that the head housing experienced gradual degradation caused by environmental stress cracking due to the use of inappropriate cleaning solution. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" -"caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. In the absence of the complaint device and lack of information, it is not possible to draw reasonable conclusion regarding the defect. A replacement warmer head case was requested by the medical centre to replace the complaint warmer head assembly at their facility. This order was cancelled, as per the medical centre's request, indicating that a replacement part was no longer needed without further explaining why.